Manufacturer narrative:
The slide insert was found retracted after the release bar was up and linkage assembly turned. Slide insert was not held securely in place and could manually be moved forward; the catch beam was found to be misaligned. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 500 mg/dl while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, patient found the needle had not deployed as intended. The patient's blood glucose history are as follows: (B)(6).